Event description:
It was reported by service report that the bed did not have a nurse call cord. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed missing nurse call cord.